Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was confirmed. The lead fractured at 400 millimeters right under the suture sleeve tie down. A guidewire was also returned stuck in the second segment of the lead and dried body fluid was noted throughout the entire lead lumen. The conductor coils and inner insulation were deformed throughout various points in the lead was well. No further analysis was performed.

Event description:
Boston scientific received information that this lead fractured near its distal end. The lead was explanted and taken out-of-service. A replacement lead was successfully implanted in the patient. No adverse patient effects were reported.